Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with five proglide devices were attempted three in the left common femoral artery (lcfa) and two in the right common femoral artery (rcfa) via 8fr sheaths using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when placing the first proglide device in the lcfa and rcfa, it buckled within one inch of the tip. A second proglide device was attempted in the lcfa and rcfa; however, the sutures failed to deploy. A third proglide device was attempted in the lcfa; however, bleeding continued and a cut down was required. Two proglide sutures were successfully placed in the rcfa using the preclose technique. The sheath was upsized to a 12fr in the lcfa and a 16fr in the rcfa and aaa procedure was completed. The lcfa was closed with a surgical suture to achieve hemostasis. Hemostasis was achieved in the rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.